Event description:
The reporter contacted animas on (B)(6) 2012 alleging the keypad buttons respond intermittently for the past week. The reporter stated that the pump is alarming with the siren alarm and no alarm appearing on the display screen. Customer support confirmed with the reporter that the pump was emitting the communication cs alarm. The reporter stated that the battery was removed and then re-inserted but on reboot, the verify screen could not be confirmed. The reporter stated there is no damage to or peeling of the keypad. The patient reportedly wears the pump attached to a belt and does not clean the pump. There is no adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
(B)(4): on testing, all of the keypad buttons had intermittent response when pressed. The keypad cover was removed for investigation and revealed contamination under the button contacts. A review of the black box shows no evidence of any call service alarms in the history. Rewind, load and prime sequence and two boluses were performed with no alarms.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.